Event description:
The customer called and reported experiencing high blood glucose at 600 mg/dl. At the time of this report, customer's blood glucose was 493 mg/dl. The customer treated. Troubleshooting was performed with the customer's insulin pump. The drive support cap appeared normal. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. Customer declined to check for possible site or insulin issues and stated he would change the infusion set and move to another site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.